Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem was detected.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited an unspecified product performance issue. Surgical intervention was undertaken. The device was explanted and replaced, and the lead was surgically abandoned and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The device was retained by the hospital. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this pacemaker was explanted due to reaching standard elective replacement indicator (eri). The rv lead was explanted and replaced due to high threshold measurements.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited an unspecified product performance issue. Surgical intervention was undertaken. The device was explanted and replaced, and the lead was surgically abandoned and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The device was retained by the hospital. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.